Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device had a defective chiller pump. The faulty component was removed from the device and returned to the depot. This component has been scrapped.